Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available (B)(4).

Event description:
A clinical safety coordinator reported that the valved trocars leak recurrently during procedures. No patient harm reported. Additional information and product samples have been requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of trocar valve leakage; therefore, the condition of the product could not be verified. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are ten additional complaint associated with the lot for the reported issue. The exact root cause for this complaint is unknown. An investigation has been opened in order to improve performance of the valves. (B)(4).